Event description:
An altitude alarm on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer resumed insulin delivery using the original cartridge, and instructions for preventing altitude alarms were provided and understood.